Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a right groin inguinal hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that on (B)(6) 2016 the patient underwent a nerve block at (B)(6) hospital in (B)(6) by dr. (B)(6), due to pain. He consulted with dr (B)(6) in (B)(6) in (B)(6) 2016, due to pain. On (B)(6) 2015, he presented to (B)(6) center in (B)(6) for a consultation with dr. (B)(6) regarding debilitating groin pain. Dr. (B)(6) reviewed an MRI of his pelvis and described "significant thickening of the right groin muscle, two layer mesh, with the posterior layer being flat, and the anterior layer is involved in this massive inflammatory response. He had pain with erections and ejaculation. On (B)(6) 2017 he presented to (B)(6) hospital in (B)(6) for a consultation with dr. (B)(6) regarding mesh explantation, but dr. (B)(6) recommended the mesh be removed by another surgeon. No additional information was provided.